Manufacturer narrative:
Investigation results: the complaint of hair in the package was confirmed and the unintended material was likely introduced during packaging. Two photographs and two 20g insyte autoguard units were provided for investigation. Hair was observed across two-unit packages. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard hair in unit package seal. The following information was provided by the initial reporter, translated from chinese to english: there is hair in the package before use.